Event description:
It was reported that the ventilator was displaying varying tidal volumes while it was connected to a patient. The ventilator seemed to be working but the patient was receiving no insufflations and the thorax was not moving. There were no leaks and the patient did not have any secretions. The patient desaturated and exhibited severe bradycardia. The ventilator was replaced with another one. The final patient outcome was no injury. (B)(4).

Manufacturer narrative:
No parts were returned therefore the investigation consists of a log evaluation. The logs cover the event days and contain two ventilation periods with a short standby 10 seconds in between. The first period of ventilation lasted 1 hour and 25 minutes. The first 41 minutes were in the prvc (pressure regulated volume control) mode of ventilation and these were characterized by alarms that included among others ¿volume delivery is restricted¿. The last 44 minutes were in the simv (pc) + ps (synchronized intermittent mandatory ventilation) mode of ventilation with a simv rate which was inappropriately the same as the set upper respiratory rate alarm limit thus leading to many ¿respiratory rate high¿ alarms. The second period lasted about 15 hours and was mainly in prvc mode. The prvc period contains many ¿volume delivery is restricted¿ alarms and this alarm situation lasted 10 hours 52 minutes. In the prvc mode of ventilation the ¿volume delivery is restricted¿ alarm indicates reached pressure of 5 cmh2o below the set upper pressure limit, which per design restricts the volume delivery. The pre-use checks prior to and after the event were successful. There are no technical alarms in the logs. The conclusion is that there was no ventilator malfunction. Although the delivered values are unknown the delivered volumes were less than intended due to the generated alarms. The generated alarms indicate that there was poor ventilation but this was not caused by a ventilator malfunction. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).